Event description:
It was reported to philips that the device gave the error code 1122c, blower temperature high while in patient use. This event was reported to have occurred during patient use. The patient was placed on an alternate vent. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer stated the filters were clean and the cooling fan was operational. The rse advised replacing the blower assembly and the motor control (mc) pcba. The customer stated they would run the device for a few hours and then test it. Following the evaluation of the device, the customer ran the device for almost a week with no issues. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided, the alleged device malfunction could not be confirmed. No parts were reported to have been replaced and there was no on-site service request received by philips. The available information indicates that the device is functioning as intended.